Manufacturer narrative:
Additional information has been requested but to date, no further details have been provided. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. If additional information or the sample is received, the investigation will be reopened and responded to accordingly.

Event description:
The customer stated that a staff member experienced a needle stick after he injected a covid patient with insulin. The staff member used the safety but it did not click in all the way. The staff member thought he had heard the click. The staff member went to ohs in the morning.